Event description:
Review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4), the monitor produced a capacitor voltage fault, discharge profile fault and error 206 (shell application md5 failed) at boot up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon service investigation the monitor produced a capacitor voltage fault, discharge profile fault, and an md5 failure during reprogramming of the monitor, which is a flash memory failure. The cause was defective components (B)(4) on ca board sn (B)(4). The cause of the defective components was unable to positively determined, but the failures were likely related to intermittent bga connections. The intermittent connections are likely due to fractured solder connections induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components. The last pt to use this monitor did not report any deficiencies.